Event description:
The customer reported that four nurses were on duty; two of them were on a break and a third nurse came back from her break and conducted her rounds. She found the pt with no pulse and unresponsive. The two nurses initiated CPR at 5:15 am. The pt died at 5:55 am. The two nurses claim that the central station and the alarm data gateway did not alarm. The dr did not print a strip, but did research the clinical event review and found that the pt did experience an episode of v-tach and then a flatline for approx 30 minutes.